Manufacturer narrative:
Common device name: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the flourish device was placed on (B)(6) 2019. The upper magnet was introduced into the upper esophageal pouch. The lower magnet was introduced through the established existing stoma and placed in the most distal end of the esophageal pouch. The device was left in place for eight days and the magnets did not move or attract. On (B)(6) 2019, the flourish device was removed. It did not establish an anastomosis and no adverse events were reported. A section of the device did not remain inside the patient¿s body. The patient stayed hospitalized because of the patient's preexisting conditions and also for the surgical approach to treat the esophageal atresia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: the flourish device was placed on (B)(6) 2019. The upper magnet was introduced into the upper esophageal pouch. The lower magnet was introduced through the established existing stoma and placed in the most distal end of the esophageal pouch. The device was left in place for eight days and the magnets did not move or attract. On (B)(6) 2019, the flourish device was removed. It did not establish an anastomosis and no adverse events were reported. The following was received on 09/22/2021 via the retrospective pas study: the [pre-existing] tef was repaired at age 60 days. The initial (untreated) gap measured 3.5 cm. At method of confirmation, the site noted, ¿confirmed with ultrasound.¿ when the patient was 194 days of age, the flourish¿ pediatric esophageal atresia device was placed with the patient under general anesthesia. At the completion of the procedure, the magnets were in the distal most portion of the esophageal ends. The resulting gap measured 4.5 cm. The flourish device was removed at 19 days post-placement and anastomosis was not achieved. At 183 days after flourish device removal the patient underwent surgical esophageal reconstruction to repair the pre-existing atresia. Per the user, the user, the ¿magnets remained in stable position with upper magnet mildly retracting during the course of treatment. No leak identified from the upper esophageal pouch or from the stomach post removal of the upper and lower esophageal magnets. Magnets never joined over treatment course." A section of the device did not remain inside the patient¿s body. The patient stayed hospitalized because of the patient's preexisting conditions and also for the surgical approach to treat the esophageal atresia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.